Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the video monitor would freeze including the image. The video monitor could not be powered down when it froze. The procedure was completed with a second glidescope titanium system, with less than a two (2) minute delay while the second device was prepared. No harm to the patient was reported. The customer stated they later isolated the issue to the blade by testing on known good video monitors, each video monitor would freeze when the blade was attached.

Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned to verathon for evaluation. The returned blade was connected to a test video monitor, the blade caused the test video monitor to restart approximately every fifty (50) seconds. Since there are no repairs available for the blades and the customer received a replacement blade the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.